Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive was selected for use. Air was going in through the valve of the sheath. The device was replaced and the issue was solved. No patient complications were reported. The device is expected to return for laboratory analysis.